Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the #0 and #1 keys to be operating intermittently caused by a failed keypad. All other keys performed as expected and no keys resulted in an incorrect response or double entry. The keypad was replaced.

Event description:
It was reported that a spectrum pump had an intermittent #0 and #1 key on the keypad in the general care area. It was also reported there was no patient injury.